Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-review DHR and x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair did not confirm the complaint. The unit was verified to operate to specifications and free of defects. The customer was noted to have the same issue with the loaner sent to them. An in-service on this customer was able to gather more information on the customers' usage for this device. It was confirmed the patient pads had not been properly secured. The IFU have verbiage and illustrations to follow concerning the application of the patient pads in section 3, ref p/n 38532. The root cause for this complaint condition is being attributed to end user error. Correction and/or corrective action: none. No corrective action is required on the unit. It was tested to specifications and returned to the customer. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. An in-service to this customer confirmed the end user had not properly secured the patient pad. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Was the complaint confirmed? No. Preventative action activity: coopersurgcial will continue to monitor this complaint condition for any trends.

Event description:
Review of reference repair order: 90862. Customer stated "leep machine jumps from coagulation to cut. Not cauterizing fast enough and unable to get above 35. Machine sent out for evalution and came back showing nothing wrong. Physicians still complaining." Marked yes for potential health risk. Ref. E-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is investigating the reported complaint condition. (B)(4).

Event description:
(B)(4). Customer stated "leep machine jumps from coagulation to cut. Not cauterizing fast enough and unable to get above 35. Machine sent out for evaluation and came back showing nothing wrong. Physicians still complaining." Marked yes for potential health risk. (B)(4).